Event description:
The patient reported that they were experiencing pain. Ins (implantable neurostimulator) turned off. There were no trauma/falls reported that could be related to this issue. Turning stim off did not change pain symptoms. Pt. Said she cannot see hcp until (B)(6) as that is their next available appt. Symptoms reported were: pain in the legs . Location of symptoms reported: originates at the lower spine. This was considered a sudden change in therapy/symptoms. At night when she is laying in the bed, when she goes to turn over, the pain is bad. When she gets up in the morning, she has to get up, stabilize herself, lean over, and stretch to be able to walk off the bed or she will fall. Patient services clarified she has not actually fallen. Event date: 2016. About 2 months ago, about (B)(6) 2016. Additional information was received from a patient. It was reported that after the implantable neurostimulator (ins) was installed the patient had begun to notice a tingling in their stride as well as down their leg. They reported this to their healthcare provider (hcp), who reduced the strength, and that was a big help. They also could not lay on their right side where the ins was placed or flat on their back. The ins did help with their urinary leakage. For the past 18 months the patient had noticed that when they would get up in the morning they had pain in their buttock and burning sensations down their leg. After they had moved around for a while the pain and burning sensations would get better, but just sitting down for a while would cause them to feel the sensation again. The patient noticed that around the ins would have a burning sensation like a nerve had pressure on it. The patient mentioned the pain did not seem to be in their spine, other than at the very tip of the spine in the buttock area and around the ins. The patient had not been back to their hcp and made an appointment for (B)(6) 2016. They noted they did not believe they had done anything to lead to the symptoms and felt it was coming from the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.